Event description:
The patient went to charge last night and got nothing. The green light came on the battery pack but the patient could not get it to work. The patient programmer (pp) would not work either. The patient was not getting stimulation and the problem started just yesterday. The patient tried everything and nothing works. The patient last charged about a week ago. The stimulation was on its own yesterday. The patient tripped over a toy and fell backwards, the patient wondered if that caused anything. After the fall the patient felt stimulation for about an hour but then the stimulation stopped. The patient usually charges every thursday of every week. The patient was confusing the coupling bars with the ins charge level. An information request was made on recharging which resolved the reported issue. The patient was able to get the system to start charging with 4 full boxes but then ended up getting all 8. The patient was going to charge until its full because the patient was currently less than a ¼ charged. There was a problem with the pp, the patient was getting nothing on the screen. New batteries were going to be purchased at the store and then the patient was going to try again. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).